Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced elevated blood glucose levels, reaching 330 mg/dl. The patient was unsure why their glucose was rising. A review confirmed that the patient had eaten and properly announced their meal, and that the last supply change had occurred two days prior. The agent provided a report picture and advised the patient to verify the dexcom g7 reading at home. The patient¿s glucose subsequently decreased. The patient elected to change their supplies, although no issues were identified with the previous infusion set, and opted to use a new bottle of insulin. The patient reported feeling brain fog, tightness in the chest, and described a sensation of ¿thick blood.¿ no ketone testing, steroid injections, professional medical intervention, or other assistance were required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.